Event description:
The customer reported that while reprocessing his olympus high flow insufflation unit he noted that the unit had insufficient pressure. There was no patient involvement during this event.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user¿s report was confirmed. The air supply was found to be insufficient due to a defective regulator unit and electropneumatic proportional valve. Additionally, the chassis was deformed, and a slight crack was found in the front panel. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the event occurred due to failure of the primary decompressor and the electromagnetic proportional valve. Olympus will continue to monitor field performance for this device.